Manufacturer narrative:
On (B)(6) 2020, the device was visually inspected and a tear was observed at the union between shell and patch. Microscopic examination of the edges of the tear gave no indications of instrument damage. No other anomalies observed. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. On (B)(6) 2020, mentor became aware that there was a typo in the initial report in section h10: correct information is : reason for device explant and/or reoperation: deflation manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11/1/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The affected product was mentor tissue expander 700cc, catalog number 3504311m, serial number (B)(4)., lot number 7440315, the date of implantation was (B)(6) 2019, procedure was a breast reconstruction revision. The patient¿s initials are (B)(6). The initial reporter¿s name is (B)(6) the facility information is (B)(6) hospital. The implant was not replaced. The corner has pulled away from the seam and deflated at seam. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: deflation. Concomitant products: unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast surgery with an unspecified tissue expander and experienced deflation on the tissue expander. The device was removed on an unknown date.